Event description:
It was reported that the screw in the battery compartment of the system controller was broken. It was about 2 weeks after use and was replaced as an initial defect.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.